Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The customer alleges that the bolt at the top that attaches the spreader bar had worked its way out of the lift. The resident was in the lift and dropped onto her bed.